Event description:
When tunneling the lead from the stim lead to the generator, the physician noted a possible laceration to the external jugular vein. Pressure was applied for 5 minutes and bleeding was controlled. Ultrasound was brought in to survey the vein and a drain was put in and bleeding stopped. Patient was kept for observation for 24 hours.